Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with a motor error. Customer's blood glucose was 85 mg/dl. The customer also received a motor position encoder error alarm. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.